Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect component display is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect display component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent unresponsive touch screen display, on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Vyaire medical's factory service team was able to duplicate the customer's reported issue. Customer was shipped a replacement of the defective device.